Event description:
It was reported during remote follow up that the insertable cardiac monitor (icm) exhibited premature battery depletion. The product will continue to be monitored. There were no patient consequences.